Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. A 28 x 4.00 promus premier¿ drug-eluting stent was advanced to treat the target lesion. However, it was noted that the stent fractured after the balloon was inflated.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was further reported that the target lesion was located in the non-calcified right coronary artery (rca). Post deployment, it was noted under stent boost that the distal part of the stent fractured. Subsequently, a non-bsc stent was advanced and implanted to cover the previously implanted 28 x 4.00 promus premier drug-eluting stent.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was deployed in the patient and therefore was not returned for analysis. Immediately before the stent protector is placed over the device and it is placed in the protective carrier tube a series of crimp stent measurements and inspections are carried out. The crimped stent was detached from balloon. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were opened out from their folded positions with solidified contrast media evident inside the balloon chamber. Crimp markings were not evident on the balloon wall. Crimp markings are less pronounced on the balloon wall if a balloon has experienced positive pressure. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. Residual solidified contrast media inside the balloon chamber suggests that the balloon received positive pressure. A visual and tactile examination found no issues with the profile of the hypotube shaft. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the target lesion was located in the non-calcified right coronary artery (rca). Post deployment, it was noted under stent boost that the distal part of the stent fractured. Subsequently, a non-bsc stent was advanced and implanted to cover the previously implanted 28 x 4.00 promus premier&#63492;rug-eluting stent.